Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and replaced the collar wash vacuum valve to resolve the issue. Instrument resumed operation. (B)(4).

Event description:
The customer reported observing fluid drips on the cartridge chemistry (cc) reagent port cover and cartridge chemistry reagent reaction wheel on their unicel dxc 600 pro synchron clinical chemistry system. An unknown leaked fluid was contained to the instrument. The operator wore a lab coat and gloves while troubleshooting the leak. No one was injured or needed medical attention. No patient results were involved.